Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient found his pump cable disconnected from the modular cable. The patient was unable to completely lock the connection between the modular cable and the pump cable and the yellow line remained visible. The driveline communication fault alarm was activated. Log files were downloaded at the hospital which confirmed the disconnection and the repeated attempts to reconnect the driveline which started the driveline communication fault. The modular cable and controller were exchanged. And the alarms resolved. Controller related MFR # 2916596-2023-00706. Pump related MFR # 2916596-2023-00707.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the pump cable becoming disconnected from the modular (mod) cable and driveline communication fault alarms were confirmed; however, a specific cause for how the mod cable and pump cable initially became disconnected could not conclusively be determined through this evaluation. The modular cable (lot number: 8058338) was returned for analysis and a log files were submitted and downloaded for review. Analysis of the log files showed overlapping events spanning approximately from (B)(6) 2023. The driveline was initially disconnected on (B)(6) 2023 at 05:58:16 which is consistent with the reported event of the patient finding their pump cable disconnected from the mod cable. The driveline was reconnected at 06:00:08 at which point a comm b fault became active. Driveline communication fault alarms that were correlated with comm b faults were active on (B)(6) 2023 from 06:00:18 ¿ 06:00:38, and on (B)(6) 2023 at 06:01:45 ¿ (B)(6) 2023 at 13:25:16. Pump operation was not affected by these alarms. The driveline was disconnected and reconnected several times throughout the log files which is consistent with the reported event. The driveline was disconnected for the last time on (B)(6) 2023 at 13:25:16 for a system controller exchange. There were no other notable alarms active in the files. The modular cable was returned with a pin, correlated to comm b, that was bent downwards towards the base of the inline connector. The mod cable was connected to a test pump, test system controller, test power module, and a mock circulatory loop. The inline connector nut was not fully fastened to the test pump cable to mimic the reported event of the patient being unable to fully fasten the mod cable to the pump cable, and the yellow line remaining visible. Upon connection to the system controller, a driveline communication fault alarm became active. Insufficient contact between the comm b pin and its respective pump cable socket would have caused the observed driveline communication fault. Further testing was performed with the returned heartmate 3 system controller (serial number: (B)(6) ). The inline connecter nut was able to be fully fastened to a test pump cable despite the bent pin. Of note, fully fastening the nut was more difficult when compared to a test mod and pump cable. Upon attempting to straighten the bent comm b pin, the pin broke; however, this would be consistent with the bent pin not contacting the associated socket of the pump cable. The modular cable without the pin present was then connected to a test controller and mock circulatory loop, and the driveline communication fault alarm was again reproduced. No further testing was performed. The root cause for the driveline communication faults was conclusively due to damage to the comm b pin within the inline connector; however, a root cause for the initial disconnection of the pump cable from the modular cable and the damage to the pin was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 vad modular cable (lot number: 8058338) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." . The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that there was no record of issues connecting the pump and mod cables after implantation. There were no other incidents of the pump and modular cables being disconnected by the patient. The patient was at home during the initial incident and despite the presence of safety features the patient refused to disconnect the cables before calling the hospital. No further explanation as to how the cables were disconnected was provided.